Manufacturer narrative:
In use at the time of the event:CGM model: G6.Mobile OS: iOS / iOS_iPhone 15 Pro Max / 2.6 / iOS 26.1.

Event description:
It was reported that the customer allowed the pump battery to fully deplete due to not charging the battery and the pump subsequently shut off. The customer¿s blood glucose (BG) level displayed as "High"; although a specific value was not provided. A correction injection (MDI) was delivered to address the elevated BG level, and there was no need for third-party assistance. Technical Support explained that shutdown occurred due to low battery, and provided battery best practice tips such as confirming pump is charging on charging pad, which customer understood and acknowledged.